Manufacturer narrative:
The device has been explanted and has been returned, where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient suffered from some side effects due to vestibular stimulation, which made her feel dizzy. The clinic offered to re-position the electrode, however, the patient expressed the desire to be explanted and not re-implanted. The patient was explanted in 2007. It is believed that the device is functioning 100%. Med-el was not aware of the scheduled surgery until receipt of the explant.